Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this pacemaker system had a heart rate in the 30 beats per minute (bpm) range. There was no indication of greater than two seconds of asystole. Technical services (ts) recommended confirming capture and an adequate safety margin. This pacemaker system remains in service. No additional adverse patient effects were reported.